Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that broken wires were observed on the small grasping retractor instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cables were broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. No other damage was found.